Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a percutaneous lead, on (B)(6) 2006. It was reported that the patient lost stimulation and could not feel stimulation when the amplitude was increased. Diagnostic tests exhibited invalid impedance measurements on all lead contacts. During reprogramming, it was observed that stimulation could not be achieved with lead contacts 5-8. It was reported that effective stimulation coverage was captured using contacts 1-4. No further patient complications were reported.